Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture of right breast prosthesis, capsular contracture (baker grade ii) in right breast. Concomitant products: mentor memorygel breast implant 500cc gel breast prosthesis, catalog #3505004bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction revision procedure with a mentor memorygel breast implant 500cc gel breast prosthesis that ruptured after implantation. In addition, the patient developed capsular contracture (baker grade ii) in her right breast. Right breast prosthesis rupture and right breast capsular contracture were confirmed by MRI. As a result, the patient underwent bilateral explantation and replacement with non mentor breast prostheses on (B)(6) 2018. The explanted devices were discarded after surgery.

Manufacturer narrative:
On 07/28/2019, mentor completed the investigation on the suspect medical device. Investigation was completed by examining a photo of the device as the physical device was not returned. Device evaluation summary: according to the information received, it was reported a rupture in a breast implant and development of capsular contracture. Upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).